Manufacturer narrative:
If additional information becomes available a follow up report will be submitted.

Event description:
It was reported an issue with novosyn suture. The client reported that in a box of novosyn, the user noticed a different product. Additional information: a box of code (B)(4) with 36 units, contained 1 unit of code (B)(4). No further information has been provided.

Manufacturer narrative:
Analysis and results: there are no previous complaints of this code batch of which we manufactured and distributed in the market (B)(4) units. There are no units in stock in b. Braun surgical's warehouse. We have received an open pouch with an unused suture. Reference (partially present) 00582xxx; lot: 7xxxxx; expiry date: 2026-xx-xx novosyn usp 1 140cm without needle. It has been determined that the involved product is 0058209 (novosyn violet 1 (4) 140cm) and batch 721252. This problem occurred in the manufacturing process, the "clean line" operation was not performed correctly, and the operator packed 1 unit of novosyn code-batch 0058209-721252 inside the product box of the novosyn code-batch c0068097- 721251 by mistake. Both products were packed one after the other. An internal communication has been done to the involved personnel. As no other customer complaints have been received concerning this issue for this reference-batch, we assume that is an isolated unit. Final conclusion: taking into account that the samples received do not fulfil b. Braun surgical specifications, we conclude that the complaint is confirmed by evidence of the failure in the samples received. Actions on product distributed of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.